Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site with symptoms of drainage and soreness. The physician thought that the infection was due to the patient's skin and was not related to the procedure but was related to the device since it was in the pocket site. The patient was prescribed antibiotics and underwent an explant procedure wherein the ipg was disconnected from the leads. The whole wound was cleaned up and the leads were left.